Manufacturer narrative:
Lot # or product were not provided by the reporter.

Event description:
Toxic shock syndrome, vomiting, high fever [pyrexia]. Fell unconscious [loss of consciousness] fell into a coma. Case description: the mother of a (B)(6) female reported that her daughter used tampax tampon, version/absorbency/scent unknown beginning on an unspecified date, and she had toxic shock twice; once in (B)(6) 2014, and once in (B)(6) 2014. She now has to live with having toxic shock syndrome. No further information was provided. On 01/23/2014, consumer relations follow-up phone call with the mother. The mother reported that her daughter first experienced toxic shock syndrome on (B)(6) 2014, and was hospitalized for 1 week in intensive care. The second episode occurred on (B)(6) 2014, she started vomiting, had a high fever, and fell unconscious and into a coma. She was treated with a high dose of intravenous adrenaline, very strong antibiotics, and penicillin. She is better physically, but she is very psychologically affected and will be seeing a psychiatrist. She stated her daughter lives with the syndrome every day. She had used tampax since her first period, but now she is not permitted to use tampons for the rest of her life. The case outcome was improved. No further information was provided. On 01/26/2015, follow-up phone call with general practitioner: the physician reported that she is awaiting the final opinion of specialists regarding this case. The hospital where the consumer first sought treatment had asked for an additional opinion from another hospital. The consumer had also asked for the opinion of someone in another location. The physician reported that the consumer's daughter had likely used tampons a second time. It was not confirmed whether the tampon was the cause. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Vomiting [vomiting]. High fever [pyrexia]. Fell unconscious [loss of consciousness]. Fell into a coma [coma]. Septic shock [septic shock]. Vaginal sample numerous e. Coli and streptococci; cocci gram (+) quite. Numerous; bacilli gram (+) some [bacterial test positive]. Pv relatively inflammatory [vaginal inflammation]. Case description: the mother of a (B)(6)-year-old female reported that her daughter used tampax tampon, version/absorbency/scent unknown beginning on an unspecified date, and she had toxic shock twice; once in (B)(6)2014, and once in (B)(6)2014. She now has to live with having toxic shock syndrome. No further information was provided. (B)(6)2014 consumer relations follow-up phone call with the mother: the mother reported that her daughter first experienced toxic shock syndrome on (B)(6)2014, and was hospitalized for 1 week in intensive care. The second episode occurred on (B)(6)2014; she started vomiting, had a high fever, and fell unconscious and into a coma. She was treated with a high dose of intravenous adrenaline, very strong antibiotics, and penicillin. She is better physically, but she is very psychologically affected and will be seeing a psychiatrist. She stated her daughter lives with the syndrome every day. She had used tampax since her first period, but now she is not permitted to use tampons for the rest of her life. The case outcome was improved. No further information was provided. On (B)(6)2015 follow-up phone call with general practitioner: the physician reported that she is awaiting the final opinion of specialists regarding this case. The hospital where the consumer first sought treatment had asked for an additional opinion from another hospital. The consumer had also asked for the opinion of someone in another location. The physician reported that the consumer's daughter had likely used tampons a second time. It was not confirmed whether the tampon was the cause. No further information was provided. On (B)(6)2015 consumer relations received follow-up letter from consumer's mother, email from physician to mother, physician to physician letter, and laboratory results: the mother's letter reported that she obtained a second physician's opinion supporting toxic shock syndrome. Her daughter was currently under the care of a third physician. Email from physician who provided a second opinion to the consumer's mother: the physician reviewed the daughter's medical record, and reported that she showed all the criteria for a diagnosis of toxic shock due to staphylococcus. He recommended the discontinuation of tampon use. Consulting physician's letter to physician colleague: the physician stated he saw the patient, whose background involved two episodes of septic shock during the course of her menstrual period with the cause reported as the use of tampons. A vaginal sample taken gave evidence of numerous e. Coli and streptococci. Tests of chlamydia and mycoplasma were negative. She was prescribed ery 500, polygynax and cyteal, her oral contraception was renewed, and she was advised against the use of tampons. A bacteriological test was planned to be carried out in three months. The overall case outcome remained improved. No further information was provided. On 24-mar-2015 product investigation conclusion: no lot information was provided and no samples associated with this complaint have been received for evaluation. A review of adverse event surveillance data for the previous 12 months indicated no trends or signals for the reported issue. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Vomiting [vomiting]. High fever [pyrexia]. Fell unconscious [loss of consciousness]. Fell into a coma [coma]. Septic shock [septic shock]. Vaginal sample numerous e. Coli and streptococci; cocci gram (+) quite. Numerous; bacilli gram (+) some [bacterial test positive]. Pv relatively inflammatory [vaginal inflammation]. Case description: the mother of a (B)(6) female reported that her daughter used tampax tampon, version/absorbency/scent unknown beginning on an unspecified date, and she had toxic shock twice; once in (B)(6) 2014, and once in (B)(6) 2014. She now has to live with having toxic shock syndrome. No further information was provided. On 23-jan-2014 consumer relations follow-up phone call with the mother: the mother reported that her daughter first experienced toxic shock syndrome on (B)(6) 2014, and was hospitalized for 1 week in intensive care. The second episode occurred on (B)(6) 2014; she started vomiting, had a high fever, and fell unconscious and into a coma. She was treated with a high dose of intravenous adrenaline, very strong antibiotics, and penicillin. She is better physically, but she is very psychologically affected and will be seeing a psychiatrist. She stated her daughter lives with the syndrome every day. She had used tampax since her first period, but now she is not permitted to use tampons for the rest of her life. The case outcome was improved. No further information was provided. On 26-jan-2015 follow-up phone call with general practitioner: the physician reported that she is awaiting the final opinion of specialists regarding this case. The hospital where the consumer first sought treatment had asked for an additional opinion from another hospital. The consumer had also asked for the opinion of someone in another location. The physician reported that the consumer's daughter had likely used tampons a second time. It was not confirmed whether the tampon was the cause. No further information was provided. On 25-feb-2015 consumer relations received follow-up letter from consumer's mother, email from physician to mother, physician to physician letter, and laboratory results: the mother's letter reported that she obtained a second physician's opinion supporting toxic shock syndrome. Her daughter was currently under the care of a third physician. Email from physician who provided a second opinion to the consumer's mother: the physician reviewed the daughter's medical record, and reported that she showed all the criteria for a diagnosis of toxic shock due to staphylococcus. He recommended the discontinuation of tampon use. Consulting physician's letter to physician colleague: the physician stated he saw the patient, whose background involved two episodes of septic shock during the course of her menstrual period with the cause reported as the use of tampons. A vaginal sample taken gave evidence of numerous e. Coli and streptococci. Tests of chlamydia and mycoplasma were negative. She was prescribed ery 500, polygynax and cyteal, her oral contraception was renewed, and she was advised against the use of tampons. A bacteriological test was planned to be carried out in three months. The overall case outcome remained improved. No further information was provided. On 24-mar-2015 product investigation conclusion: no lot information was provided and no samples associated with this complaint have been received for evaluation. A review of adverse event surveillance data for the previous 12 months indicated no trends or signals for the reported issue. No further information was provided. On 22-sep-2015 received follow-up email from consumer's mother: the mother reported the product used was tampax compak tampon, super plus unscented, and her daughter contracted tss in 2014 due to the tampons. She stated her daughter is not allowed to use tampons, but the damage is done for life. No further information was provided. On 27-dec-2015 received follow-up email from consumer's mother: the mother reported that her daughter contracted tss on (B)(6) 2014 due to tampax compak tampon, super plus unscented. She reported her daughter goes to the emergency room every month, has experienced edema, fungal infections, and infections, and has undergone unspecified testing. The outcomes of the reported events were unknown. The overall case outcome remained improved. No further information was provided.